Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 400 mg/dl. Reportedly, the customer was using admelog within their pump supplies. Customer went to the emergency room to address the high bg. Customer does not recall treatment received while in the emergency room. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.